Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104327.

Event description:
It was reported that the patient experienced decreased therapy and inability to enter MRI mode due to high impedances on one lead. The patient experienced multiple falls within the past month. The patient tried multiple positions; however, ipg was still unable to enter MRI mode. To address this issue, the lead was replaced via surgical intervention on (B)(6) 2024. Therapy restored post-op. It is unknown which lead contributed to the event.